Event description:
The patient underwent a generator replacement and the explanted device was not received for analysis to date.

Event description:
Clinic notes were later received and indicated that the patient was referred for a vns replacement surgery. The notes indicated that the patient was stable currently and the seizures were not worsening. The patient's mother reported that the patient is able to tolerate the current vns settings. No settings and diagnostics were provided. Follow up with the company representative revealed that the reason for referral was due to a low battery.

Event description:
It was reported that this vns patient listed above was referred for vns replacement surgery as it was believed that it was time to replace the vns and the patient was experiencing an increase in seizures. Follow up with the physician's office revealed that the patient was to have a sinus surgery (unrelated to vns) and the vns was to be replaced at that time. However, the physician did not recommend vns replacement at the time. No additional relevant information has been received to date.